Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was signed out due to user initiated power failure and there were several other power issues. A field service technician replaced the power supply and battery and checked after bootup that the drawer was not on bus, then replaced all three bus controllers to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system touchscreen and fingerprint not responding, preventing user access to medication during the emergency procedure. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional information: h6 annex b, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the user was signed out due to user-initiated power failure and there were several other power issues. A field service technician replaced the power supply and battery and checked after bootup that the drawer was not on bus, then replaced all three bus controllers to resolve. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system touchscreen and fingerprint not responding, preventing user access to medication during the emergency procedure. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.